Event description:
Customer called to report a broken sensor on the insulin pump. Customer stated that the sensor broke after trying to insert it in the skin. Customer's blood glucose reading was 189 mg/dl. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.